Event description:
It was reported the pt developed a spinal hematoma. The pt was on the drug arixtra which contained a warning for this type of event. The whole catheter was filled with blood when they went in to explore issues. The catheter was removed and the pump programmed to minimum rate mode. The pt was supplemented with oral pain medications. Additional info received indicated the event was attributed to the drug arixtra. The pt had been put on arixtra for dvt/pe. The pt was off arixtra for pump placement but still developed a spinal hematoma. The pt experienced increased pain. The spinal hematoma was detected by an MRI (date not reported). A catheter dye study done in early 2009 showed no csf was able to be withdrawn. The pt's outcome was reported as: no injury.

Manufacturer narrative:
.